Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device on site. The fsr and was able to duplicate the reported issue. The gas delivered engine (gde) was replaced and the issue was resolved. After the repair, the unit began to alarm vent inoperable and the fsr found bad calibration exhalation valve in the error log. The issue was resolved by replacing the exhalation valve. The unit was tested and running to service specification.

Event description:
It was reported that the ventilator had no audible alarms. The main speaker and secondary alarm were replaced and this did not resolved the reported issue. There was no patient involvement.